Manufacturer narrative:
No sample was received for evaluation. The phacoemulsification handpiece was manufactured on april 29, 2014. Based on assessment, the product met specifications at the time of release. With the information obtained, the customer reported event was unable to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco (phacoemulsification) handpiece was received and a visual assessment of the returned sample found discoloration on the connector. The returned handpiece was connected to a calibrated system. System message (sm) [tune failed ¿ handpiece current low (open circuit)] displayed when the phaco handpiece attempted tuning. No additional testing for phaco performance could be performed. The cable jacket was stripped near the connector strain relief revealing broken wires. The customer reported event of the phaco handpiece not generating phaco power was unable to be confirmed due to system message [tune failed ¿ handpiece current low (open circuit)] displaying during prime/tune. As the system message was displayed during prime/tune testing, additional testing for phaco power could not be performed. Unrelated to the reported event, broken wires were found to cause the sm [tune failed ¿ handpiece current low (open circuit)] to display. Additionally, discoloration was found on the connector. However, how or when the nonconformity occurred remains inconclusive. The phaco handpiece was manufactured on april 29, 2014. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that the handpiece had no ultrasound during fragmentation of the cortex during a cataract procedure. An alternate handpiece was used to complete the procedure. There was no harm to the patient.